Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Type of incident/problem: a1. Defect (observed prior to use). Level of harm: no effect - did not reach patient/person - detected before use or does not touch patient during use. Incident details: there was a small plastic piece on the nexiva 20g IV along the plastic catheter. It was stuck to the catheter when the cover was taken off. The plastic was small and could be removed easily. This was not used. This same problem has been noticed on other 20g nexiva IV's.

Manufacturer narrative:
The complaint of unintended material on the IV catheter was confirmed; however, the source and composition of the material could not be determined from the 20g nexiva IV catheter that was provided for investigation. The sample showed material on the external surface of the 20g nexiva IV catheter tubing near the tip. The needle was not present within the IV catheter. Due to the sample condition, the origin of the material could not be determined. Testing of the foreign material was performed in an attempt to determine its composition, but it was inconclusive per our investigation standards. No other similar complaints were reported from the implicated lot. Complaints received for this device and reported condition will continue to be tracked and trended as part of ongoing efforts to identify potential manufacturing related issues. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. We appreciate you taking the time to bring this observation to our attention. Complaints received about this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the data collected for identification of emerging trends. We regret any inconvenience this incident may have caused you and your facility.

Event description:
No new information.